Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by the spouse that the patient experienced fatigue, tiredness, and polydipsia. The patient was stumbling and had paresthesia. The egv was 360 mg/dl and the bg was not checked. The patient was reportedly rushed to the ed. There, the cgm was reading 62 mg/dl and the blood glucose reading was 167 mg/dl. The patient was treated with IV fluid and lantus and stayed in the ed overnight. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report the following day, the patient was not stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.